Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of the valve, and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: - total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.